Event description:
It was reported that a cgm error occurred, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with complete pump reset instructions, and after the pump reset, the cgm error did not recur, allowing the customer to successfully start their sensor session.